Event description:
Healthcare worker began experiencing symptoms of intermittent cough during the day and increased coughing at night; constant nasal congestion; sinus infection since 10/2004; occassional wheezing. It was noted that the cidex opa solution was being heated to 38 degree centigrade. Healthcare worker has been seen by physician, with no treatment noted.